Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7092401. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.